Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported a leak under a cassette seal. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the cycler alarmed with an ¿m31 air detected in cassette warning,¿ and when the patient cancelled treatment and removed the cassette it was reported a leak was observed from under the cassette seal. It was unknown at which stage during treatment the fluid leak occurred. Per pdrn the patient was able to re-setup with supplies and complete treatment using the cycler and stated stated the patient did not report any fluid came into contact with the cycler. Per pdrn a replacement cycler was not provided to the patient, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy. The sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a leak under a cassette seal. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the cycler alarmed with an ¿m31 air detected in cassette warning,¿ and when the patient cancelled treatment and removed the cassette it was reported a leak was observed from under the cassette seal. It was unknown at which stage during treatment the fluid leak occurred. Per pdrn the patient was able to re-setup with supplies and complete treatment using the cycler and stated stated the patient did not report any fluid came into contact with the cycler. Per pdrn a replacement cycler was not provided to the patient, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy. The sample was discarded and was no longer available for evaluation.